Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had several issues with 22fr and 24fr 30cc 3-way foley catheters having the irrigation channel obstructed. Preventing timely placement of surgeon¿s continuous bladder irrigation. Stated that the customer pulled all foleys having the same lot# and reference# and tested one from their collection and found no obstruction to both irrigation and drainage channel.

Event description:
It was reported that the customer had several issues with 22fr and 24fr 30cc 3-way foley catheters having the irrigation channel obstructed. Preventing timely placement of surgeon¿s continuous bladder irrigation. Stated that the customer pulled all foley's having the same lot# and reference# and tested one from their collection and found no obstruction to both irrigation and drainage channel.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.